Event description:
It was reported that a malfunction occurred while the customer was updating the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump; however, the malfunction recurred. As a result, the customer was advised to use a backup insulin pump and was sent a replacement pump. Additionally, the customer was instructed on how to put the faulty pump into storage mode and return it with a pre-paid label within 10 days, which they understood and acknowledged.